Manufacturer narrative:
The reported event that the tip of the device was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. No patient involvement or adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. No patient involvement or adverse consequences were reported with this event.